Event description:
On 9-mar-2026, it was reported by a sales representative via (B)(4) that an ar-6495 remote's stop/start buttons illicit the opposite function, stop button runs it and run button stops. Discovered during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.